Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was alarming. The reporter noted that they were unable to review the pump histories to see what the alarm was because the pump had subsequently powered off and would not turn back on. This complaint is being reported because the alleged alarm issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The alleged power issue is addressed on a separate report. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: no defects were found. The black box showed normal alarms before the pump was powered off. The battery cap was not returned with the pump; a test cap was used during the investigation.